Event description:
It was reported that a shaft break occurred. Vascular access was via radial approach. A 15mm x 4.00mm wolverine coronary cutting balloon was selected for use. During preparation, it was noted that shaft broke at the rx lumen only a couple of inches after fully inserted into the co-pilot hemostasis valve. The device was removed with the guide and retrieved without issue. The procedure was completed with another of same device. No adverse events were recorded and no harm came to the patient.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon wings were found to be in a deflated state. There were no issues noted with the balloon material. All blades were securely bonded and no damage to the blades were noted. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the marker bands. A visual and tactile examination was completed on the shaft of the device. A hypotube break was identified at 34.2cm distally from the strain relief. Multiple hypotube kinks were also noted on the device. No other issues were noted with the device.

Event description:
It was reported that a shaft break occurred. Vascular access was via radial approach. A 15mmx4.00mm wolverine coronary cutting balloon was selected for use. During preparation, it was noted that shaft broke at the rx lumen only a couple of inches after fully inserted into the co-pilot hemostasis valve. The device was removed with the guide and retrieved without issue. The procedure was completed with another of same device. No adverse events were recorded and no harm came to the patient. It was further reported that this event was reported via medwatch 2301650000-2021-8003.

Event description:
It was reported that a shaft break occurred. Vascular access was via radial approach. A 15mmx4.00mm wolverine coronary cutting balloon was selected for use. During preparation, it was noted that shaft broke at the rx lumen only a couple of inches after fully inserted into the co-pilot hemostasis valve. The device was removed with the guide and retrieved without issue. The procedure was completed with another of same device. No adverse events were recorded and no harm came to the patient. It was further reported that this event was reported via medwatch 2301650000-2021-8003.